Manufacturer narrative:
Patient has 2 jp drains post surgery. Both drains were removed without incident while pt was inpatient. Patent returned to the ed a few day post d/c with abdominal pain and vomiting. It was found that there was a drain in the abdomen that was not expected to be there as they were removed before she was discharged. Surgical removal of the remaining drain was needed. FDA safety report ID# (B)(4). We checked the retain samples of the three recently produced lots of the same code, without findings. The production controls of this code includes 100% visual inspection for any damage which could lead to tear. We checked the tensile test results of the recent production lot p1868563 of jp-2188 (11003801580cr). For this lot, the min. Result is 77.24n and the average result is 94,77n. This result is much higher than the 15n min. Required by the iso standard en1617, section 4.3.1. "Force at break - connections". Update of 06/30/2019: the breakage was associated with the new tool used for the production of connector which connects clear tube and white draining portion in these drains. On 06/28/2019 we initiated recall #8030107-06/28/2019-001-r to remove all drains in which new design of connectors was used.

Event description:
Patient has 2 jp drains post surgery. Both drains were removed without incident while pt was inpatient. Patent returned to the ed a few day post d/c with abdominal pain and vomiting. It was found that there was a drain in the abdomen that was not expected to be there as they were removed before she was discharged. Surgical removal of the remaining drain was needed. FDA safety report ID# (B)(4).